Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h12l07031 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. Three weeks after the onset of peritonitis, the patient was hospitalized for a week for peritonitis. The patient was treated for peritonitis with ceftazidime 1 gram daily (route not reported) and gentamicin (route not reported, dosage and frequency unknown). At the time of the report, the cloudy effluent had resolved; however the peritonitis was ongoing. No additional information is available. This is report 2 of 4 for this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: twenty four days after experiencing the peritonitis the patient was hospitalized for the event and was discharged seven days later.